Event description:
It was reported via a clinical study that the patient underwent a knee replacement. Subsequently, the patient developed an infection, including acute septic knee arthritis. A revision of the tibial insert was performed (captured in case-(B)(4)). Approximately 3 months post revision surgery, the patient was treated with medication to manage the infection. The outcome is considered resolved. No further information is available.

Manufacturer narrative:
D10: 02-012-38-2509 - logic rbk inserto tibial sz 2.5, 9mm (B)(6). 02-010-01-0225 - femur ps cem.nº2.5 izq. 6218055 (B)(6). 02-012-43-2515 - logic bandeja tibial rbk sz 2.5f/ 1.5t (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.